Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c3 ventilator in the respiratory department showed a gas leak during pre-operation checks and could not be used. The device was not connected to a patient, and no harm occurred. A backup ventilator was used for treatment. Inspection identified a ruptured exhalation valve membrane, which was replaced. All functional and safety tests confirmed normal operation. No medical intervention was required. The device was returned to service. No further information was received. The case is considered closed.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): on (B)(6) 2025, a ventilator showed an air leak during use on an elderly patient and could not be used as intended. The device was promptly replaced to continue treatment without delay. Technical inspection indicated a possible rupture of the internal expiratory membrane as the cause of the leak. Spare parts were ordered from the manufacturer, and the device was restored. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.